Manufacturer narrative:
The explanted device was returned for analysis. The evaluation is not complete. The patient's first experience with concern for pump thrombosis was previously reported under medwatch MFR report # 2916596-2014-00232. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported in the initial medwatch that this was the patient's third issue with concerns for pump thrombosis. This was the patient's second event for pump thrombosis. Additional information: it was reported that the patient's progressive weight gain at the end of (B)(6) was treated with escalating lasix dosages. In response to the increase in the patient's lactate dehydrogenase (ldh) level, the patient was kept on aspirin and persantine, discontinued from coumadin, and started on intravenous bivalirudin with a partial thromboplastin time (ptt) goal of 80-100 seconds. The patient was also treated with 5 percent dextrose in water with 3 amps of hco3 (bicarbonate) to alkalinize the urine. The patient's ldh, plasma-free hemoglobin, hematocrit and creatinine levels and ptt were reportedly being followed daily and the patient's vad parameters were closely followed for power elevations and low estimated flows. The pump speed was increased to 11,200 rpm. A work-up for hyper-coagulopathy was negative. The pump was ultimately explanted on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
Approximate age of device - 1 year and 5 month. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The evaluation of the returned device confirmed the report of suspected pump thrombosis. Tissue-like thrombus formations were adhered around the inlet bearing cup and inlet bearing ball. The thrombi appeared similar in size and structure, indicating that they likely originated as one formation and broke apart upon disassembly. The thrombi appeared to have formed in laminated layers and the portion in contact with the pump bearings appeared denatured, indicating that the thrombi likely developed on the bearings over an undetermined amount of time while the pump was operating. The observed deposition would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level and hematuria. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A correlation between the device and the reported device thrombosis and hemolysis could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's lactate dehydrogenase level increased to 1829 u/l prior to the pump exchange and there was evidence of systemic hemolysis with hemoglobinuria. The patient was reportedly admitted and given bivalirudin and the issue resolved.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase (ldh) level was somewhat elevated on (B)(6) 2015 (specific level was not provided), it was 800+u/l on (B)(6) 2015, and it was elevated to 2500 u/l on (B)(6) 2015. The patient had coke colored urine and has gained an unspecified amount of weight. It was also reported that unspecified audible alarms had sounded. This was reportedly the patient's third issue with concern for pump thrombosis. The patient was going to be medically managed and his status would continue to be evaluated.